Event description:
The customer called to report that they were hospitalized for high blood sugar levels. It was indicated that there were no significant events leading to the hospitalization. The pump's programming and histories are accurate. Also, the pump passed the functional tests. A few days later the customer called back and stated that they are still experiencing hbgs. At that time, the customer wanted the pump replaced.